Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012558064); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Product ID d-evolutfx-2329 (0012758119); product type: 0195-heart valves; implant date ; explant date product ID 18 mm balloon osypka (lot: n/a); product type: dilation balloon product ID lunderquist (lot: n/a); product type: guidewire select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that that a patient with aortic valve stenosis underwent a transfemoral transcatheter aortic valve im plantation procedure using a 26 mm evolut fx+ valve, following pre-dilatation with an 18 millimeter (mm) non-medtronic balloon (osypka). The valve was loaded and under fluoroscopy check a frame overlap between nodes 2 and 3 was observed and it was decided to implant the valve. After the position was confirmed on cusp overlap view and left anterior oblique (lao) , the valve was implanted. After final release, the implantation depth was determined to be 1 mm, and the valve initially remained stable. The delivery catheter system was removed successfully. Immediately after implantation, the cardiac surgeon removed the non-medtronic guidewire (lunderquist) from the ventricle without a catheter, which resulted in the valve being pulled and positioned supranularly. When the pigtail was removed using a j-wire, the valve migrated and landed in the ascending aorta. Multiple unsuccessful attempts were made to snare the valve and place it in the descending aorta. A second 26 mm valve was prepared for implantation, but angiography revealed an aortic dissection extending to the ascending aorta and reduced perfusion of the coronary vessels. The surgical team decided not to implant the second valve and proceeded with open heart surgery. The patient underwent surgical aortic valve replacement, replacement of the ascending aorta with a new prosthesis, and removal of the first evolut valve from the aortic arch. The patient required an intensive care stay and was intubated for 24 hours postoperatively. Fluoroscopy and angiography were conducted during the event. The patient remained stable throughout and was reported to be recovering in the intensive care unit.

Manufacturer narrative:
Updated data: d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: thirteen static images and sixteen media files were provided for review. Images from the patient¿s executive summary were provided for anatomical review. Patient¿s annulus perimeter measured 69.6mm with a perimeter derived diameter of 22.1mm suggesting a 26mm evolut. The aortic valve appeared to be mildly calcified. A preliminary aortogram was performed showing no evidence of aortic dissection pre procedure. Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. There is evidence of at least one recapture because the first angiogram after initial deployment reveals a deep position. The valve was deployed a second time and depth assessment was performed. Valve depth was approximately 1mm on the non-coronary cusp in the cusp overlap view. In the lao view, valve depth appeared shallow; however, due to significant parallax in the valve frame it is not possible to accurately determine valve depth. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. It was reported that during removal of the non-medtronic guidewire, the valve migrated above the annulus. Evidence shows that during removal of the reference pigtail catheter, the valve dislodged aortic. The dislodged valve was snared to the ascending aorta and an angiogram shows no evidence of an aortic dissection. A second valve was loaded and confirmed a good load. An angiogram performed after advancement of the second delivery catheter system shows evidence of an aortic dissection. It was reported that the second valve implantation was aborted, and the patient was converted to surgery. As stated in the IFU, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervent ion [pci], balloon valvuloplasty); prosthetic valve migration/embolization. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the dislodged valve moving in the dilated aorta up and down with every heartbeat caused the dissection. The delivery catheter system (dcs) did not contribute to the dissection. The access site was the right femoral artery. The dissection was located at the ascending aorta/aortic arch.